Event description:
The complainant reported the automated impella controller (aic) had two controller errors. The aic was replaced. This issue occurred during patient use and there was no patient harm.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Data analysis: cp pump 524918 was connected to ic5698 on 4/3 after 856 minutes of use on ic8828. (Reviewing the cloud logs for ic8828, there was nothing notable.) 4 hours later, there is a pump stop on ic5698, the first of seven pump stops as the console attempted to restart the motor, including resetting the pump motor driver (pmd) twice as a response to controller failure event #138 for a pump speed deviation that was most likely what the complaint was for. Rt and lt logs confirm pump stops at these times. The pump was disconnected and reconnected, and after the pump was restarted, there were occasional suction alarms but no more pump stops until the pump was moved to ic8828 later on 4/3. The device continued to perform without issue on the backup console. Device analysis: ic5698 was returned for investigation but the pump stops were not reproduced. However, immediately upon booting up there was a controller error #1039 for no light to the ccd array despite the lamp confirmed on and outputting at the optical connector. The controller error was found to be due to a fiber break. Additionally, the purge flag was broken. Furthermore there was found to be cracks on the front and rear housings. Root cause: the damaged purge flag is most likely due to the console being dropped or similar blunt force after the complaint date since the symptoms were not present in the logs from that date. The cause of the controller error on boot up during testing is most likely due to the console being dropped or similar blunt force after the complaint date since the symptoms were not present in the logs from that date. The cause of the pump stops during the case that triggered the two alarms from the complaint was not determined since the failures were not reproduced. Instructions for use: (pump stop) impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention & impella rp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿